Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for scoliosis. It was reported that the implant was attached correctly to the inserter, during implantation a piece of the peek broke off and the surgeon then tamped in the rest of the cage a small piece was broken off and was left out of the patient. There was patient involved in the event and no symptoms were reported. 2021-apr-20_e1 (rep):. Additional information was received via manufacturer representative that the reported product lot number is 525985. There was no revision surgery or additional surgery. A little bit of delay maybe 5 minutes to tamp the implant in without the inserter. The broken part was thrown away by accident. There were no patient complications and patient is doing well post operative.